Event description:
Customer reported receiving "scan again in 10 minutes" and "replace sensor" messages after 6 days of wearing the adc freestyle libre sensor. Customer further reported he experienced loss of consciousness due to rapid glucose change and was treated with amita motion juice by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical review was conducted and found no indication of any product clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.